Event description:
It was reported that a patient underwent a kyphoplasty procedure on (B)(6) 2008 at one level. During the procedure, the surgeon used expired bone cement which was noted after implantation. During a follow-up with the physician on (B)(6) 2008, it was communicated that the "patient is fine". There were no patient complications or adverse events reported. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative. Product was from hospital stock.